Event description:
It was reported that during a surgical procedure, two burs broke. It was also reported there were no delays, no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully. This record addresses one of the burs that broke.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, two burs broke. It was also reported there were no delays, no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully. This record addresses one of the burs that broke.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting for device return to manufacturer.